Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not using the purewick female external catheters right now. Stated that the patient got urinary tract infection while using the system so they had held off using it. It was unknown what medical intervention was provided for urinary tract infection.